Manufacturer narrative:
The reported issue couldn't be confirmed. The pre-repair temperature after 1 minute was 81 degrees fahrenheit. There were no other issues found with the handpiece. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device evaluation is anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the handpiece is overheating. There were no injuries reported as a result of this event.